Event description:
It was reported that the patient received inappropriate shocks due to oversensing. Further follow-up indicated that there was a lead fracture. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the patient received inappropriate shocks due to oversensing. Further follow-up indicated that there was a lead fracture. The lead was replaced. No further patient complications have been reported as a result of this event. No conclusion can be drawn lead(s), fracture of oversensing shock, inappropriate.